Event description:
It was reported that the customer was hospitalized for high bgs and dka. The customer stated that the pump had an alarm. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives. The nurse stated that she sees bubbles in the tubing. Instructed to check for scar tissue, to remove the infusion set, and check for bent cannula. Customer was on IV drip at the time of call.